Event description:
Event description guidant received information that this pacemaker had performed a lead safety switch due to low lead impedance measurements and stored ventricular tachycardia events due to noise on the electrograms. A lead issue is suspected.